Event description:
It was reported that during a brevera procedure on (B)(6) 2025, during the biopsy the first collection the sample could not be imaged and the procedure had to be aborted. A technician examined the equipment and it was determined that the issue was with the console and he replaced the driver and the circuit board. Patient will required a second procedure.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.